Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot number 63360un24. Trending review of list number 3l79 determined no trends for false low patient results due to the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. To further investigate the customer¿s issue, the historical performance of reagent lot number 63360un24 was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot numbers in the field for lot number 63360un24 is within the established control limits. Therefore, no unusual reagent performance was identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of architect calcium reagent lot number 63360un24was identified.

Event description:
The customer reported a falsely elevated calcium result generated on the architect c16000. Analyzer on a patient. Results provided: pt 2: 3.06 / 3.5 / 2.53 / 2.54 / 2.60 mmol/l (reference range: 2.1-2.8 mmol/l) no impact to patient management was reported.

Event description:
The customer reported a falsely elevated calcium result generated on the architect c16000 analyzer on a patient. Results provided: pt 2: 3.06 / 3.5 / 2.53 / 2.54 / 2.60 mmol/l (reference range: 2.1-2.8 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.